Event description:
Reportedly, the bag broke when they tried to retrieve it before the purse string was pulled to deploy the device. Therefore, a small laparotomy was performed to retrieve the piece of bag and complete the case. Procedure: unk. Pt status: unk.